Event description:
It was reported that a user was unable to insert the cartridge into the pump because the rubber stopper extended beyond the glass tubing, and the issue resolved after removing some insulin to retract the stopper, allowing the cartridge and tubing to seat properly. Customer provided support that included troubleshooting conducted remotely with confirmation of proper installation. Investigation of this case revealed user handling and cartridge preparation contributed to the insertion difficulty, with the cartridge component implicated due to stopper position. No clinical symptoms during the event reported. Outcomes included no impact to health and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was use error related to cartridge preparation and not a device malfunction.